Event description:
It was reported that that this pacemaker system is no approved for magnetic resonance imaging (MRI). The lead is MRI conditional, but the pacemaker is not. An MRI was performed with normal settings, and this date it was noted noise oversensed. Then, another MRI was performed with a safety protocol and all measurements were in range. No additional adverse patient effects were reported. This pacemaker remains in service.